Event description:
The complainant reported a 56 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient exhibited signs of hemolysis and renal failure. As treatment, a blood transfusion was performed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01657 was provided. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm wheth ER a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ sepsis section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ renal failure and thrombocytopenia section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Additional information from the complainant reported a pump stop that was successfully restarted. In addition, the patient experienced thrombocytopenia and sepsis. The patient hemodynamically collapsed, resulting in multiple organ failure and ultimately the patient declined and expired while on support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The root cause of the pump pause was unable to be determined as no product or logs were returned for analysis. The pump stop occurred on day 10 of support which is beyond the design life of 8 days per design trace matrix 0046-9910. This report is being filed as part of a retrospective review of historical records.